Manufacturer narrative:
(B)(4). Investigation summary : two cases were reported of a tyvek with product code gst60d, lot # t41u27, exp. Date: 2022-10-31. Lot number was reviewed, and no information was found that match the lot number printed on the tyvek. In addition, the same lot number was observed with different expiration date. Based on the photos reviewed, the counterfeit product is confirmed, however no root cause could be determined.

Event description:
It was reported that the parallel imported gst reloads, as the surgeon has a lot of products that we need to track it and to identify the source, as it may affect the patients life. No patient consequences reported. No further information is available.